Event description:
It was reported that the patient had a loss of therapeutic effect. The patient felt like they had to go to the bathroom all the time and felt like they were having symptoms of a bladder infection. It was noted that this started a couple of weeks ago and the patient felt a burning sensation. The patient had been on program 2 since implant and had not contacted their health care provider (hcp) yet about the bladder infection symptoms. Additional information received reported that the patient was unable to urinate from their urethra. Since the patient received the implant their frequency had gone down from 60 times to about 30 times; however; they didn¿t think they were completely emptying their bladder. It was noted that the patient couldn¿t completely empty urine from their urethra and had burning. The last time the patient saw their hcp was about a month ago and the patient kept getting refills for pyridium and had been taking that for a month now. It was reported that the patient received directions on how to make adjustments.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # j0543040v, implanted: (B)(6) 2005, product type lead; product ID 3037, serial # (B)(6), product type programmer, patient. (B)(6).